Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: bd received 15 citrate tubes of lot number 0100184 and 15 citrate tubes of lot number 0167174 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes were over filling. This occurred with 2 tubes for both lots. The following information was provided by the initial reporter: (4 of 8 complaints). It is reported customer is experiencing over filling.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100184, medical device expiration date: 2020-10-31, device manufacture date: 2020-04-09, medical device lot #: 0167174, medical device expiration date: 2020-12-31, device manufacture date: 2020-006-15. ". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes were over filling. This occurred with 2 tubes for both lots. The following information was provided by the initial reporter: (4 of 8 complaints). It is reported customer is experiencing over filling.